Event description:
The customer reported that during a procedure while using coagulation, the effect was not adequate when the power was lower than 30w, but when the power was set higher than 30w, there was a lot of smoke. The patient received a burn, which was treated by the surgeon. Questions were asked regarding the patient's burn and treatment, but no information has been provided.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(4) 2015. The unit was received and the investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.